Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.5/3.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address refractive surprise but it did not resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2023-00337 for claim against the initial lens.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.5/3.0/095 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022 as a replacement lens due to refractive surprise; but that did not resolve the problem. The lens was repositioned. The lens remains implanted. Claim#: (B)(4).